Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patient¿s peritonitis event. Currently, there is no allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency was associated with this event. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. However, peritonitis is a well-documented complication in patients undergoing pd therapy. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 28/may/2021, this patient on peritoneal dialysis (pd) reported developing abdominal pain on (B)(6) 2021. As a result, they were hospitalized on (B)(6) 2021 with peritonitis. There were no reported allegations that the peritonitis event was related to any issues with fresenius device or product. Additional follow-up was conducted with the patient¿s pd nurse who had limited information about the event available. However, the nurse confirmed the patient was hospitalized with peritonitis. It was reported the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis (during hospitalization). On an unknown date, the patient was discharged continuing outpatient hemodialysis. The cause of the peritonitis is unknown. However, the nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse indicated the peritonitis is not suspected to be related to fresenius products in any way.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. It was noted during an external visual inspection that the heater button ring and the heater tray paint was damaged. There was dried fluid within the cassette compartment on the top cover, on the pump door and on the front panel bezel. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, load cell verification check, valve actuation test, and a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads, within the recess of the bottom cover adjacent to the pump, on the baseplate under the pump, on the inside of the rear panel, on the inside of the top cover. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
On (B)(6) 2021, this patient on peritoneal dialysis (pd) reported developing abdominal pain on (B)(6) 2021. As a result, they were hospitalized on (B)(6) 2021 with peritonitis. There were no reported allegations that the peritonitis event was related to any issues with fresenius device or product. Additional follow-up was conducted with the patient¿s pd nurse who had limited information about the event available. However, the nurse confirmed the patient was hospitalized with peritonitis. It was reported the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis (during hospitalization). On an unknown date, the patient was discharged continuing outpatient hemodialysis. The cause of the peritonitis is unknown. However, the nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse indicated the peritonitis is not suspected to be related to fresenius products in any way.

Manufacturer narrative:
Correction: a2.

Event description:
On (B)(6) 2021, this patient on peritoneal dialysis (pd) reported developing abdominal pain on (B)(6) 2021. As a result, they were hospitalized on (B)(6) 2021 with peritonitis. There were no reported allegations that the peritonitis event was related to any issues with fresenius device or product. Additional follow-up was conducted with the patient¿s pd nurse who had limited information about the event available. However, the nurse confirmed the patient was hospitalized with peritonitis. It was reported the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis (during hospitalization). On an unknown date, the patient was discharged continuing outpatient hemodialysis. The cause of the peritonitis is unknown. However, the nurse stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the event. The nurse indicated the peritonitis is not suspected to be related to fresenius products in any way.